Event description:
It was reported that the pre and post exchange log files were submitted for review. The event log file from the old system controller confirmed driveline comm a faults throughout the log file. The event log file from the new system controller after the exchange showed the patient was connected to the system controller on (B)(6) 2026 at 14:46:25. There are only a few lines of data post the driveline connection and appeared to show the pump operating as intended with no driveline fault alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.